Event description:
Litigation papers allege: bilateral patient was implanted with depuy pinnacle mom hip implants on both side on or about (B)(6), 2003. Patient experienced symptoms of continued pain, difficulty walking, and swelling, including, but not limited to, inflammatory reactions. Due to patients chronic pain, discomfort, and other symptoms, the patient continues to require ongoing medical care.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 1112497, 1071113, 1125643, and 1130133 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update etq complaint number (B)(4). New etq record created in order to update etq (legacy system) complaint number (B)(4).. Reason for original complaint. -litigation papers allege: bilateral patient was implanted with depuy pinnacle mom hip implants on both side on or about (B)(6) 2003. Patient experienced symptoms of continued pain, difficulty walking, and swelling, including, but not limited to, inflammatory reactions. Due to patient's chronic pain, discomfort, and other symptoms, the patient continues to require ongoing medical care. Doi: (B)(6) 2003 (both sides) - dor: unk. Patient is a resident of (B)(6). Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update ad 23 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf received. There is no new allegation and no revision reported. Added lawyer and law firm. Doi: (B)(6) 2003 - dor: not reported (left hip). Patient is bilateral. See (B)(4) for right hip.